Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began a few weeks ago prior to contacting lfs. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. It is not known what action, if any, the patient took action regarding her diabetes regimen at the time the alleged issue began. The patient indicated ½ hours later, she began to feel dizzy and was sweating. In response to her symptoms, the patient claimed she self-treated with food/drink. According to the patient, she was able to obtain a low blood glucose result on another meter (brand unknown); however she was not able to recall the result obtained. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the correct test strips were used, there was no misused of the device, and the battery did not need replacing. Per the cca documentation, the patient was not able to power the subject meter on or with strip insertion because the meter was not available at the time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged power issue and reportedly developed symptoms suggestive of severe hypoglycemia requiring treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. The 510(k) # is k062195.